Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red and open sores under the left breast area under the sensors. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed neosporin for the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.